Event description:
It was reported that post a da vinci hysterectomy procedure, the pt developed right shoulder paralysis. Reportedly, prior to starting the planned surgical procedure, the site experienced difficulties placing the pt in the trendelenburg position and the pt experienced labored breathing.

Manufacturer narrative:
Several attempts have been made to obtain additional info concerning the reported event to determine the root cause. Based on the info provided, it was determined that the da vinci s surgical system did not malfunction in a way that would cause nor contribute to the pt injury, however, it was determined that the pt's positioning and the pt's weight likely contributed to the event. If additional info is received, a follow-up MDR will be submitted.